Manufacturer narrative:
The pump was returned assembled with percutaneous lead (lead) cut approximately 12.5 inches from the pump housing and the severed portion of the lead was returned. Upon disassembly of the pump, examination of the distal side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing cup and ball. The rings appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. Areas of the rings appeared to be similar in color and structure, which suggests that the rings were likely a single formation prior to the disassembly of the pump. The thrombus formations found in the pump could have potentially contributed to the report of elevated lactate dehydrogenase level; however, a correlation between the observed thrombus and the patients driveline infection could not be conclusively determined. Examination of the pumps bearings, rotor, and blood contacting surfaces under a microscope revealed no abnormalities that could have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis, thrombus, and driveline infections as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to suspected pump thrombus, primary to a driveline infection. On an unspecified date, the patient presented to the clinic with an elevated lactate dehydrogenase (ldh) of 800 u/l and was admitted. The patient's ldh did not respond to intravenous drug treatment and spiked at around 1800 u/l. It was reported that approximate onset of driveline infection was (B)(6) 2016. The patient was initially treated with oral antibiotics followed by intravenous antibiotics once admitted for thrombus suspicion.